Event description:
The pt reportedly experienced shocking sensation at implant site followed by loss of sound and loss of lock. External equipment was exchanged; however, the problem was not resolved. Surgery to explant the pt's device has been scheduled.